Event description:
It was reported that this tachy lead was a case of an attempted implant due to lead incurred electrode end and insulation damage. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis confirmed the electrode end damage based on observation of a slight bent in shock coil in the distal area. Also, insulation damage was confirmed based on observations of bunched, wrinkled inner insulation damage and rs coil offset or deformed several locations along the lead body and a cut in the insulation approximately twenty three centimeters from the terminal pin. Further, cause traced to device design conclusion was based on the observation of wrinkled/bunched insulation and offset rs coils which likely resulted from friction force when the lead was passed through a constricted space. This type of damage has been deemed a design issue.